Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06718. During a surgical procedure (reference MFR. Report#: 1627487-2012-11330), the pt's heart stopped when the doctor was ratcheting the leads. As a result, the pt was admitted to the hospital. Allegedly, the pt's heart stopped due to the pt receiving too much fluid intravenously. The pt is doing well at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.